Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise and intermittent loss of capture. An invasive procedure was performed. The rv lead was surgically abandoned and replaced. The device was replaced as well. Additional information was requested but the field representative was unable to provide any further information. No adverse patient effects were reported.

Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.